Event description:
It was reported that the procedure was to treat an unspecified artery. The emboshield nav 6 embolic protection system (eps) did not open during the procedure and the issue was noted during filter removal. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. Returned device analysis identified a material separation. The separated portion of the delivery catheter was not returned. It could not be confirmed if the account was aware of the separation, what happened to the separated portion and that there was nothing left in the patient's anatomy. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned product. The reported deployment failure was unable to be confirmed due to the condition of the returned delivery catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Because it was reported that the emboshield nav 6 embolic protection system (eps) did not open during the procedure and the issue was noted during filter removal, it should be noted that the emboshield nav6 instruction for use (IFU) states: ¿if excessive debris is collected in the filtration element such that distal perfusion of contrast media is significantly reduced or no contrast media is perfusing past the filter, the emboshield nav6 system may have reached its maximum capacity to contain emboli. Remove and replace the emboshield nav6 system. Otherwise it may be difficult to completely recover all embolic debris and the potential for thrombus formation may increase.¿ in this case, the IFU deviation of not confirming if the filter had opened does not appear to be a cause for the difficulties of deployment failure and material separation. The investigation was unable to determine a cause for the reported difficulties resulting in potential foreign body left in patient and potential serious injury/ illness/ impairment. It may be possible that the distal shaft of the delivery catheter was restricted or entrapped in the anatomy and during positioning, the separation occurred resulting in deployment failure; however, this could not be confirmed. There was no difficulty noted during preparation and the filter was able to load into the pod suggesting that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.